Event description:
It was reported that the patient was going to have to have a fusion, but to do so the pump and catheter needed to be removed. It was noted that there was not much medication left in the pump because it was time for a refill. The pump was reportedly turned off on (B)(6). The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8590-1, lot# n297946, implanted: 2011-(B)(6), product type accessory product ID 8835, serial# (B)(4), product type programmer, patient product ID 8598a, serial# (B)(4), product type catheter. (B)(4).

Event description:
Additional information received reported that the reporter had no further information.